Event description:
It was reported that the intra-aortic balloon kinked in use. There is no more info available.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.